Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. No usb cable was received for investigation therefore no evaluation could be performed for the usb cable charging allegation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. A new charging cable was sent to the customer.